Manufacturer narrative:
Additional information. Block b5 and h6 have been updated with the additional information. Block h6: imdrf patient code e172001 captures the reportable event of abscess. Imdrf patient code e1906 captures the reportable event of infection.

Event description:
It was reported that a patient who received spaceoar vue hydrogel, the physician noted that an abscess formed around te hydrogel one month after the placement procedure. The physician prescribed antibiotics for the patient and reported that the issue is ongoing. The relationship between the device and the patient's symptoms were reported as unknown. Additional information received on 12dec2025. It was further reported that after the placement procedure the patient developed rectal discomfort. The case was handled with antibiotics to control patient's symptoms.

Manufacturer narrative:
Block h6: imdrf patient code e172001 captures the reportable event of abscess. Imdrf patient code e1906 captures the reportable event of infection.

Event description:
It was reported that a patient who received spaceoar vue hydrogel, the physician noted that an abscess formed around the hydrogel one month after the placement procedure. The physician prescribed antibiotics for the patient and reported that the issue is ongoing.